Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, all in one turned back off right after turned on by power button. The windows desktop showed and message said windows was shutting down. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one unit turned off again immediately after it was turned on. A field service engineer (fse) reported that the customer described the monitor powering on during a restart and then immediately going black, followed by the unit shutting down when the power button was pressed. The fse confirmed the behavior on site and performed troubleshooting by resetting all connections on the cabinet, checking monitor cables, rebooting the station repeatedly, resetting connections to the communication sled, cleaning and reseating the hard drive, and inspecting cabinet panels to rule out module or drawer failures. The fse noted that the monitor displayed startup information but went black when the application or desktop was expected to appear, indicating a deeper system issue requiring either a system image repair or a replacement monitor. The fse later returned for extended troubleshooting and found the monitor still displaying a black screen. A different hard drive was tested, and the windows desktop successfully loaded, suggesting failure of the original drive. After confirming approved drive part numbers, the fse obtained the correct drive from the depot. Upon returning, further support was engaged, and remote assistance guided the fse through disabling kiosk mode, which immediately restored normal function of the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, all in one turned back off right after turned on by power button. The windows desktop showed and message said windows was shutting down. There were no adverse events or injuries reported based on this event.